Manufacturer narrative:
(B)(4): the stimulator and lead have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The health care professional reported the device malfunctioned. The stimulator and lead were explanted, and there was no patient injury. The patient outcome was unknown. Additional information has been requested, a follow-up report will be sent if additional information becomes available.